Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test lead into the pulse generators header and the lead insertion force used to insert the lead was out of specification for the product.

Event description:
It was reported that during implant the physician was unable to insert the lead into the connector of the pulse generator. The device was not used and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.